Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was allegedly unable to load through the recanalization catheter; rendering the device unusable. Therefore, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned clean. The device was examined under magnification and it was observed that the core wire was bent at the strain relief and the outer catheter and inner guidewire lumen had been pulled away from the distal metal tip. As a result, the distal tip was off center. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: guidewire patency testing could not be performed due to the material separation at the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was confirmed for material separation as the outer catheter was partially pulled away from the distal tip. The investigation was confirmed for bent as the core wire was bent at the strain relief. The investigation was inconclusive for device-device incompatibility, as functional testing could not be performed due to the material separation at the distal tip. The root cause could not be determined based upon available information. It is unknown whether the original guidewire and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion; attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter; for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process; warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing; slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was allegedly unable to load through the recanalization catheter; rendering the device unusable. Therefore, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.